Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent had detached from the delivery system and was damaged mostly on the mid-section of the stent with stent struts stretched and distorted. The distal and proximal ends of the stent were received minimal damage. A review of the batch manufacturing crimping data was performed and the maximum crimped stent profile and is within the specification. A review of the stent protector found that the inner diameter of the returned device measured and is within specification. There is no issues to note with the interaction between the two components. It is most likely that stent detachment occurred during preparation due to handling of the device following removal of the stent protector. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. Stent crimp markings were visible on the exposed balloon wall. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft of the device. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. During preparation of a 3.00 x 32mm synergy¿ stent, it was noted that when the stent protector was removed, the stent got dislodged. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. During preparation of a 3.00 x 32mm synergy stent, it was noted that when the stent protector was removed, the stent got dislodged. No patient complications were reported and the patient's status was good.